Manufacturer narrative:
Testing and investigation found the device alarmed with an s321 (motor error-pmc, right) pump cep count low malfunction alarm code. This was due to the encoder count for one full plunger stroke was too low. The probable cause of the s321 malfunction alarm code is a broken encoder on the plunger motor. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.